Manufacturer narrative:
(B)(6). Results - bd received 6 unopened samples along with 6 used syringes + end caps. From the customer facility for investigation. The end caps appeared to have been over tightened so that the thread wore away slightly making them lose. The unopened syringes were drawn with horse blood, and the end cap tightened with a quarter turn. No leakage occurred in any of the syringes. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the examination of the returned samples.

Event description:
It was reported that the syringe of the bd preset¿ syringe with bd luer-lok¿ tip. 23 g x 1 in bd eclipse¿ needle does not fit firmly. Blood leak during transport. No injury or medical intervention reported.